Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck. It was reported that on (B)(6) 2010, the patient had their system completely explanted. It was reported that the patient had a history of neck and arm pain after an anterior cervical fusion from c5-c7. The patient had the cervical spinal cord stimulator implanted in 2007. The device only provided improvement with their symptoms for a short time, and then the symptoms started to worsen in 2010. Due to the worsening symptoms, the patient had secondary problems with pain when they would turn their head as well as electric shocks and headaches. Due to the symptoms they experienced as well as unsuccessful reprogramming attempts to get relief, the patient had requested the system be removed. The hcp reported there were no complications reported associated with the explant surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.